Event description:
It was reported via medwatch "blood control valve of a accucath ace IV catheter dislodged from the catheter hub while the guidewire retracted. This prevented the ability to flush the catheter. New IV established. No harm to the patient."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective blood control mechanism was confirmed and determined to be manufacturing related. The product returned for evaluation was one 20 g x 2.25 in. Accucath ace device. Additionally, an extension set was returned attached to the luer of the accucath catheter assembly. A gross visual inspection of the returned unit found that the actuator of the blood control mechanism was not present inside the catheter assembly. Microscopic inspection of the catheter assembly did not identify any damage to the inner luer wall, making it unlikely that the user manipulated the device to remove the actuator. Further inspection of the device, found that the actuator was threaded over the needle at the distal end of the needle hub, indicating that the actuator had been separated from the catheter assembly prior to completion of the insertion procedure. Inspection of the components, including the needle, guidewire, and actuator, did not identify any damage. The actuator was attempted to be coupled with the catheter assembly to check the fit between the two components. The actuator was able to be secured to the catheter assembly such that the actuator could not be de-coupled without manipulation. A similar non-complainant device was taken and manipulated to have a loose coupling between the actuator and catheter assembly. The guidewire and needle of non-complainant device were then retracted through the catheter assembly. During retraction, the coiled shape of the guidewire provided slight resistance against the actuator and pulled the loosely coupled actuator out of the catheter assembly. Based on the available evidence, it is likely that actuator was not properly assembled with the catheter assembly during manufacturing, allowing the actuator to be fully separated from the catheter assembly when the user retracted the guidewire/needle.